Event description:
It was reported that at the beginning of the case, the handpiece would not home. The tech tried troubleshooting, but nothing was working. The handpiece was replaced to continue with the case. After the case, the handpiece was inspected and was found the black stopper on the coil was not attached to the snap lock and moved freely. The device was not being used with a patient during the event. Results of investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.

Manufacturer narrative:
H10: the navio handpiece (part number 110137 / serial number (B)(6)), intended for use in treatment, had homing failure prior to a procedure on (B)(6) 2017. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock lead screw nut was damaged. The exact cause of the damaged nut is undetermined. Given the movement of the components however, it is believed that this was done by hand since the nut and snap lock do not have opportunity to move independent of one another without outside forces. Functionally, the handpiece motor moves easily without the assembly (which was removed for evaluation). Therefore, the issue was contained in the damaged snap lock assembly. The root cause of this issue was found to be user error. A device history record review found the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system instrument kit guide to cleaning and sterilization and navio surgical system for unicondylar knee replacement and patellofemoral arthoplasty user's manual have instructions for proper care, maintenance, and usage of the device.